Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2016 with the following findings: there was moisture corrosion observed on the display screen and inside the battery compartment. Unrelated to the original complaint, the pump case was cracked. The leak test failed due to a crack case and battery compartment leak. The pump¿s cover was removed and moisture corrosion was observed inside.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the pump casing around the display was cracked/damaged. The reporter also claimed that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.